Manufacturer narrative:
(B)(4). Additional information. The sample is not available for evaluation. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be completed as the lot number was not provided by the customer. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (B)(4) an unknown amount of flo-link microbore catheter extension sets in which reduction in flows occurred. According to the report, the customer stated that they have conclusive proof that these sets slow down solution flowrates and in an emergency, that can be critical. The issue was noted prior to product use; therefore, there was no patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.